Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant of the left ventricular (lv) lead, the patient had phrenic and diaphragmatic nerve stimulation. The lead was not used and replaced. No patient complications have been reported as a result of this event.